Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with drain volume of 4049 ml during cycle 4. Fill volume is 2200 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter, and the cause the increased intraperitoneal volume found in the event log was determined to be insufficient drain, use error, inappropriate bypass of the drain, not including initial drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.